Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/15/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: it was reported that "the suture was suddenly disconnected when the suture was ready for knotting" did the suture broke or got detached from the needle during knotting? Please clarify, suture broke. Investigation summary: actual customer complaint sample or same batch representative sample are not returned. Same batch manufacturer retained sample evaluated for appearance and knot pull tensile strength and no issue found. DHR reviewed and no issue found. The root cause of this complaint can¿t be determined, this complaint data will be kept for trend analysis. Device history review: the device history records reviewed, and no issue found. Corrected information: d3, g1.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How long was the procedure delayed due to this issue? What was used to complete the procedure? Did the patient experience any adverse consequences due to this issue? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a parotidectomy surgery on (B)(6) 2021 and suture was used. During the procedure, the blood vessel was ligated with 3/0 silk woven non-absorbable suture, and the suture was suddenly disconnected when the suture was ready for knotting, and the blood vessel bleed twice in succession. The doctor immediately clamped the blood vessel with the blood vessel, and the bleeding was not much, and the operation time was prolonged. No adverse patient consequences were reported. Additional information was requested.